Event description:
It was reported in 2007, a coiling procedure of an internal carotid artery aneurysm. This was an elective procedure for the patient. During the procedure while attempting to deliver a coil (subject device), the physician had the subject device come out of the aneurysm or possibly stretch. It is unknown how the subject device wound up half way into the aneurysm and half out in the parent artery. When the physician tried to retrieve the subject device with a snare, the coil mass came out of the aneurysm into the parent artery. The patient was sent to surgery. The outcome of the procedure and patient are unknown.

Manufacturer narrative:
The device directions for use (dfu) precautions users to "advance and retract the coil slowly and smoothly, especially in tortuous anatomy." As well, per the dfu: "do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc 360 degree coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." In addition, per the dfu: "if undesirable movement of the coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel." Finally, per the dfu: "if coil repositioning is necessary, take special care to retract coil under fluoroscopy in one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. Due to the delicate nature of the coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration."